Event description:
Patient having resection of lung tissue. Endo gia stapler with a 30 blue load was inserted by senior thoracic surgeon into patient's chest. The stapler "popped" and staple load became disconnected.